Manufacturer narrative:
(B)(4). Report source: foreign: country: egypt. Literature: https://doi.org/10.1007/s00068-021-01875-x. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported one patient underwent a total hip arthroplasty with a standard stem due to multiple fractures. The patient subsequently underwent revision for stem displacement, requiring operative relocation, and recementing. This patient then developed a periprosthetic joint infection that failed to resolve by debridement, which necessitated the removal of the implant. No additional information. Https://doi.org/10.1007/s00068-021-01875-x.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6:component code: mechanical (g04) - stem. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.